Event description:
Boston scientific received information that this right ventricular (rv) lead, which has a history of high shock impedances since implant recently exhibited measurements which were out of range. No intervention is planned and the patient will be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.